Manufacturer narrative:
(B)(4). The device evaluation was completed and the reported event could not be verified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. An event history log review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown system error occurred during the use of a homechoice machine. It is unknown whether or not this error occurred during patient use, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the homechoice (hc) was returned and evaluated. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was not confirmed during sample evaluation. Should additional relevant information become available, a supplemental report will be submitted.